Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 38mg/dl. The customer had symptoms such as slurred speech and feeling weak. Customer indicated that their doctor has been contacted and their blood glucose was 60 mg/dl at the time of the call. Troubleshooting was performed and it was found that the drive support cap is loose. Customer indicated that the pump may be over delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The drive support was inspected and no anomaly was noted. No cosmetic damage was noted.